Manufacturer narrative:
This report is a follow up for user facility report number 150034-2008-0002. The hosp has not returned the device to medtronic for eval. Unable to determine cause of the event.

Event description:
It was reported that the pt underwent l3-5 laminectomy and tlif with posterior dynamic rod fixation and ha coated screws at l3-5. It was reported that the pt underwent an additional surgery approx 7 months post-op, due to "defective hardware" to remove the construct.